Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:02. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. The root cause has not determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague pump with a failure. It was not specified when reported condition occurred. Baxter's device evaluation, including event history review, confirmed the reported condition of a pump failure as failure code 808:02, which interrupted delivery. There was no documented patient injury or medical intervention necessary. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).